Manufacturer narrative:
The pressure dome, smartcard and photos associated with the complaint were returned for analysis. Based on the review of the data, prime was completed successfully. Collect pressure warnings, systems pressure alarms and air detected warnings were confirmed. The pictures provided indicated that the diaphragm of the pressure dome was partially unseated. There was dried blood on the underside of the pressure dome which indicates that blood had leaked out past the unseated diaphragm. No obvious defects were seen in the latches of the pressure dome. The returned pressure dome was cleaned and installed on a pressure sensor without any difficulties. The pressure dome was positive pressure tested for leaks and none were found. Based on this test result and the condition of the retuned pressure dome the most likely root cause was an error during the pressure dome installation at the customer's site. (B)(4).

Event description:
Customer called to report system pressure dome leak during treatment procedure. Customer stated there was one system pressure alarm, so they reset the alarm and pressed start, a few short moments later, the system pressure dome popped off and blood leaked onto the pump deck. Therakos' clinical services specialist (css) asked customer if any one was splashed with blood due to blood leak, customer stated no one was splashed with blood. Css asked if patient was alright, customer stated patient is stable and doing well. Css asked customer if there was any clotting or occlusions noted in any part of the kit, customer stated no there was no clotting or occlusions noted in any part of the kit. Css asked customer if there were any alarms during prime, customer stated there were no alarms during prime. Css asked customer if kit/smart card will be returned for investigation, customer stated they will send pictures and the pressure dome. Customer will contact their biomedical engineer who is trained by therakos to fix the instrument, to check and clean as necessary; hence, no service order was created.

Manufacturer narrative:
System was used for treatment. A batch record review was performed for lot d317. There were no non-conformances. This lot met all release requirements.the uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since (B)(6) 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and a downward trend was detected for alarm #18: system pressure; no trend was detected for pressure dome membrane leak. A corrective and preventive action was initiated for pressure dome membrane leak and is now closed. No corrective and preventive action has been initiated for complaint category alarm #18: system pressure. This assessment is based on the information available at the time of the investigation. Analysis of the pressure dome, smartcard and photos provided by the reporter is in progress at the time of this report. A supplemental report will be filed when the investigation is complete.meddra codes: lt-device malfunction-10063829kit unique device identifier:10705030200006ttqms: 16018rr: 16450i.r 06/24/2015